Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4) .

Event description:
As per a co rep the customer reported that the following message was rec'd after the intra aortic balloon pump alarmed, "blood in the sys" and then it stops. The event occurred while the iabp was in use on a pt.